Manufacturer narrative:
Aspen surgical received a report from the end user that a needle broke during a reverse shoulder repair. All of the pieces were recovered, and there was no injury to the patient. The actual device is not available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that a needle broke during a procedure. No injury or death was reported. This is entered in our complaint handling system as comp-03461.

Manufacturer narrative:
The actual device was unavailable for evaluation. However, pictures and lot number were provided. The picture provided shows that the breaking point is right at the endpoints of the needle. Prior investigations of returned samples showed material deformatiion in certain areas suggesting factors associated with clamping too close to the eye or end points of the needle. The IFU states that when using the needle, to avoid clamping on the eye to avoid breakage. With reference to the dfmea, broken needles can also occur if the customer holds the needle too close to the eye or end point with clamps. Through DHR of product and raw materials, there was no failure mode reported during production and all material from this lot was deemed passable. Root cause was unable to be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.